Event description:
On (B)(6) 2009, patient reported, she noticed a large air bubble near the top of the insulin cartridge when she went to change her headset. Patient stated she removed the cartridge from the infusion device and pushed the air bubble out with the plunger. Patient reported, she noticed the air bubble when the infusion device was in use. She stated she currently has 40 units of insulin left in the cartridge and now needs assistance adjusting the cartridge volume down to 40 units so, she can reinsert the cartridge. Attempted to assist patient with reinserting the insulin cartridge. Patient reported, cartridge will not go into the cartridge compartment. Advised patient she can either push out the remaining air in the cartridge or start over with a new full cartridge. She states she will start off with a new full cartridge, but has to wait until it returns to room temperature. She states she will call back if she needs further assistance inserting a new cartridge into the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested. On follow up call on (B)(6) 2009, patient reported she had inserted a new cartridge into the infusion device rather than attempting to remove air from the original cartridge that shill had 40 units of insulin remaining. Patient states she no longer has the original cartridge and states her products are currently working fine.

Manufacturer narrative:
No product will be returned for evaluation.